Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a friend that the customer received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 350 mg/dl at the time of admission. The customer used insulin pens and was given manual injections to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. While at the hospital, it was discovered that the customer's infusion set was not adhering to their skin properly. Troubleshooting was not completed as the customer was being treated for the high. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information given in the section was incorrect with the initial report. The correct information has been provided with this report.